Event description:
It was reported that the hcp had concerns regarding the progression of the pt's multiple sclerosis as well as the changing pattern of his spasticity (which was not a global presentation, so delivery issues were not suspected). The pt's pump was refilled in 2007. The dose of the lioresal (2000 mcg/ml) was changed from 879.3 to 999 mcg/day. No pump related issues were identified during the physical examination, interrogation, or refill procedure. The reservoir volume was 5.9 mls on interrogation and 6.1 mls was removed from the pump indicating accurate delivery from the pump. It was recommended that the pt get an internal medicine work-up to investigate the cause of his rapid weight loss to rule out dehydration, infection, organ failure, malignancy or any other metabolic process. Two days later the pt was admitted to the hospital for investigations related to the cause of visual hallucinations. The hallucinations were thought initially to be caused by acute dehydration and treated accordingly in the ER with intravenous therapy. The pt had no respiratory problems on admission. While the pt was in the hospital, internal medicine was consulted. Abrupt intrathecal baclofen withdrawal was considered, but not suspected as the level of spasticity had not increased but had improved somewhat since the last dose increase. The pt also did not present with signs and symptoms consistent with an overdose, so no device troubleshooting was done. The pt had recently been evaluated for swallow assessement for suspected dysphagia (date and results not reported); however, the pt's diet was modified to thickened fluids by his care facility. The pt (during a time when he was lucid) and his wife decided to invoke his personal directive, so no active treatment was performed following the suspected aspiration. The family agreed to an autopsy and at the time of this report the suspected cause of death was aspiration pneumonia. The pump and catheter were removed during autopsy six days later.